Event description:
It was reported that the inner extractor had a broken off hansson hook pin in the cannulation which was missed during the last inspection. A set from another hospital was brought over. There was a delay of 100 min.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the inner extractor had a broken off hansson hook pin in the cannulation which was missed during the last inspection. A set from another hospital was brought over. There was a delay of 100 min.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report, and the incident was confirmed. The visual examination revealed that the pin broke under high loads. The direction of the plastic deformations points to the influence of too high torsional forces in combination with bending forces. This failure mode was confirmed by the reproduction test performed at (B)(4). Based on investigation, the root cause of the determined pin breakage was attributed to a user related issue during a previous use. The breakage was caused by the action of too high torsional forces in combination with bending forces. The broken part was not identified by the stryker employee who did the inspection. However, the hospital has to inspect instrumentation before use. Indications for any material, manufacturing or design related problems were not determined in the investigation.